Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Manufacturer narrative:
The device failed the pressure transducer test during the pre-use check. Our field service engineer investigated the unit on-site and replaced the air gas module to resolve the issue. After this replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the reported issue on the date of the reported event. The air gas module was returned for further investigation. Visual inspection of the returned part revealed no abnormalities. During simulated use testing, the part passed three pre-use checks, and simulated ventilation was run for more than 48 hours without any deviations, alarms, or errors. Following this, several pre-use checks were conducted successfully. The reported issue could not be reproduced during simulated use testing. The returned air gas module was placed in test equipment, and the results indicated a sticky membrane in the air gas module's nozzle unit. This result was confirmed by applying and releasing mechanical force to the nozzle spring. During the release phase, a delay was observed, indicating a sticky membrane as well. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It is used to regulate the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get momentarily stuck to the membrane while being pressed onto it, thus causing a delay in release. Our conclusion is that the reported issue could not be reproduced; however, we found that the membrane in the air gas module's nozzle unit was sticky and may have caused the reported error. The reason for the stickiness is unknown; therefore, no definite root cause can be established. Nevertheless, based on the analysis of the received logs, it appears that preventive maintenance has been executed in accordance with the prescribed instructions, meaning that the nozzle unit has been replaced during the annual preventive maintenance or after 5000 hours of operation. Consequently, the cause of the stickiness is early wear of the membrane.

Event description:
Manufacturer's ref#(B)(4).